Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer occurring at the start of treatment. Incident was noted by the cobe c3 dialysis machines blood leak alarm and was confirmed with postive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss reported as 250 cc to 300 cc. Treatment was resumed with a new psn dialyzer and completed without further incident. No pt injury or medical intervention was reported.